Event description:
Revision was done due to cup disassociation. According to the surgeon, osteolysis was noted around the cup.

Manufacturer narrative:
Conclusion and justification status: as there were no products returned and no lot numbers received, no investigation could take place and a review of the manufacturing records & complaints database could not be conducted. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database. Should additional information be received then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.